Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed as no product was returned for evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that the patient underwent an hmii to hmii pump exchange on (B)(6)2017 due to pump thrombosis. Thrombus was reportedly confirmed during the surgery and only the pump housing was replaced. It was also reported that the pump had provided hemodynamic support as expected; however, it had generated significant hemolysis. It was communicated that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28aug2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2017. The patient had a pump exchange due to thrombus, confirmed by the site. Only the pump housing was replaced. Inflow and outflow cannulas were not replaced. The pump with thrombus provided hemodynamic support as expected, however, it generated significant hemolysis.